Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported problem was identified as a check lines and bags alarm. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm, (details not provided). There was no patient injury or medical intervention reported with this event. No additional information is available.